Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2001 the customer's sister informed abbott diabetes care that her brother died on (B)(6) 2011. He reportedly collapsed while dancing at home "fell and hit his head and nose and was feeling tired". Prior to the paramedics arriving, the customer's pulse was checked and described as "faint". Cardiopulmonary resuscitation attempts by paramedics called to the home were unsuccessful. It is unknown if any other medical or intervention or treatment was provided. The customer's sister reported that her brother had taken his insulin that morning. According to the meter's memory log the last reading received was 225mg/dl at 8:11am on (B)(6) 2001, and the previous reading was 210mg/dl at 7:15am on (B)(6) 2011. The sister also reported that her brother was using affected test strips related to an on-going field action for abbott's precision family test strips.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.